Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that "power supply failure, pump was destroyed (utilized)". No patient involvement reported.

Event description:
It was reported that "power supply failure, pump was destroyed (utilized)". No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "power supply failure" is confirmed based on the video provided. The video shows the pump display screen blank on power up. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blank screen. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.